Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Liner and head revised from trident 10 degree 36f to trident elevated liner 36f and head from 36mm 0 to 36mm +10. (B)(6) suspects femoral fracture has loosened femoral component, leading to stem subsidence and instability of joint leading to dislocation. Dislocation required reduction in hospital. Additional information: (B)(6) believes the fracture may have been sustained during the arthroplasty and does not see it as a "failure" of the components.

Manufacturer narrative:
The patient is (B)(6) centimeters in height. An event regarding a periprosthetic femoral fracture and subsequent dislocation involving a c-taper cocr head was reported. The reported dislocation was confirmed. The c-taper head was returned disassembled from the trident insert. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the periprosthetic femoral fracture likely led to joint instability, which led to the reported dislocation.

Event description:
Liner and head revised from trident 10 degree 36f to trident elevated liner 36f and head from 36mm 0 to 36mm +10. Mr s. Suspects femoral fracture has loosened femoral component, leading to stem subsidence and instability of joint leading to dislocation. Dislocation required reduction in hospital. Additional information: mr. (B)(6) believes the fracture may have been sustained during the arthroplasty and does not see it as a "failure" of the components.